Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, device received with intermittent button response due to corroded keypad traces. No unlocked lcd keypad connector. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 487 mg/dl. The customer was treated for high blood glucose with pump to bolus. Customer was offered to troubleshoot the pump but declined and stated she thinks pump is performing okay.